Manufacturer narrative:
--

Event description:
Boston scientific crm received information that the patient presented to the emergency room due to syncopy.

Event description:
The boston scientific sales representative (sr) was contacted to perform a device interrogation. Upon interrogation it was noted that the non-boston scientific right atrial (ra) lead threshold measurements had risen slightly. According to the sr, the patient's sinus node dysfunction made it difficult to definitively determine the atrial capture threshold; therefore atrial outputs were increased. The cause of the syncope remained unknown.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
The device was electively explanted thirteen months later during a lead revision procedure for the competitor right ventricular (rv) lead. The device was returned for standard analysis testing.